Manufacturer narrative:
The insulin pump alarmed error 38 during rewind due to corroded motor assembly. The insulin pump was received with minor scratched lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was unable to rewind the insulin pump due to a pump error 38 alarm. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.